Manufacturer narrative:
Internal complaint reference (B)(4) h11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a standard single row rotator cuff repair for a large cuff tear, it was drilled correctly with the qfix 2.8 mm drill and guide. The insertion site was cleared of any debris before inserting the anchor. After twisting the q fix 208mm anchor mechanism to deploy, the anchor and drill guide were removed. The black and white cobraid did not appear to be attached to the anchor and easily came out in its entirety with the drill guide. The blue and white cobraid remained intact inside the anchor and was able to be salvaged/repurposed for an arthroscopic biceps tenodesis. New sites were drilled and qfix 2.8 mm anchors were deployed to repair the rotator cuff without further issue, there was a surgical delay of less than 5 minutes. No further complications were reported. Patient expected to have a normal postoperative course.